Manufacturer narrative:
Issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights- powerled. As it was stated, the safety segment screw was missing. There was no injury reported however we decided to report the issue in abundance of caution as missing safety segment screw may lead to the detachment of the cupola. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. The screw absence - which could be caused by not having been tightened properly - could lead to safety sleeve transition. This kind of movement of sleeve could occur when the device is cleaned. The wrong positioning of safety sleeve can uncover the safety segment and it may get out from its place. When all these factors are combined, the light head could fall down. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances and the fact that the occurrence rate is considered to be low we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 14th may, 2020 getinge became aware of an issue with one of surgical lights- powerled. As it was stated, the safety segment screw was missing. There was no injury reported however we decided to report the issue in abundance of caution as missing safety segment screw may lead to the detachment of the cupola.